Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the self-test was about to end, an alarm sounded continuously. The event occurred before patient use at patient's home.

Manufacturer narrative:
One device was received for evaluation for the complaint that when the self-test was about to end, an alarm sounded continuously. The review of event log found that "no disposable" alarm was recorded in the event log multiple times. The most recent repair request was made on 2025-jan-20 (ro#(B)(4)). The visual and functional testing was performed. The root cause of the event was an anomaly in the components (the upstream occlusion sensor and the downstream occlusion sensor). The anomalous components (the upstream occlusion sensor and the downstream occlusion sensor) were replaced with known good ones. The device passed all functional tests with no problem after the repair was completed.